Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not identify the foreign material from provided information. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-260 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited black water flowing out of the channel. There was no patient involvement.